Manufacturer narrative:
The account replaced the side communication board and both caregiver boards, but the issue remains. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the nurse call was not functioning. No pt impact.